Event description:
It was reported that the filter had perforated the surrounding structures. On (B)(6) 2005, the patient was implanted with a greenfield filter. The patient was involved in a motor vehicle accident and was at an increased risk for pulmonary embolism and deep venous thrombosis (dvt). It was reported that the filter had perforated the ivc on an unknown date. No further patient complications were reported.

Manufacturer narrative:
Date of event: approximated based on aware date as the actual date is unknown.